Event description:
Customer from ultrasound dept called requesting info about a cleanup of cidex spill. The container that the cidex was in dropped on the floor on the lid popped off. An employee was splashed in her eyes. The employee went to the ER for treatment. The physician had irrigated her eye for 15 minutes and gave her some eye drops. A f/u phone call indicated that the employee was not experiencing discomfort.